Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as slider was not sliding smoothly and implant missing due to bouncing during implantation in right eye. Surgery was completed with a backup device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event described as slider was not sliding smoothly and implant missing due to bouncing during implantation in right eye. Surgery was completed with a backup device. No eye injury noted.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. The unit box and molded tray were returned. The needle cover was loosely attached. The slider of the injector was in the start position, the needle was fully extended, and the bevel was in the center position. The cam lock was attached, and the retention plug was detached and not returned. A visual evaluation of the xen injector was performed. No damage was observed to the injector. To evaluate device functionality, the injector was tested for actuation. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Although the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is confirmed since slider knob resistance was observed during functional testing. It is unknown why resistance was observed while advancing the slider knob, and a root cause cannot be identified.